Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a battery life beyond his "expectancy". Pace pacing and clinical electrophysiology. 2015;38(10):1228-1230. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this patient's implantable cardioverter defibrillator (ICD). The article indicated that interrogation of the device showed a power-on-reset. The longevity of the battery showed less than one month; while the battery voltage was within normal range. The article stated that there was no plausible cause for this. The device was replaced. No patient complications have been reported as a result of this event.